Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No blank display anomaly noted. It was unable to perform the currents test due to the button/keypad anomaly. Moisture damage was found on the lcd board. The device also had cracked display window corner, battery tube threads, reservoir tube lip and minor scratched display window.

Event description:
The customer's spouse reported via phone call that the insulin pump had fluid under the screen and was not working. She explained that the customer was caught in the rain while working and the device got wet. Customer's blood glucose was 292 mg/dl; which was treated with manual injection. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.